Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2011-04411. The patient received her scs system on (B)(6) 2011, including two leads (with different lot numbers). It was reported, the patient could not increase her amplitude levels past perception; the system auto reduces. The sjm representative met with the patient and noted one lead had several invalid electrodes. The patient was reprogrammed, achieving bilateral coverage using valid contacts from both leads. It was reported the physician did not was to revise the patient unless the programming was not successful. No further issues have been reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.